Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the usb tip that connects to the port broke off, exposing the inner wires. Customer had an alternate usb cable to charge the pump. There was no reported impact to the customer's blood glucose level.